Event description:
It was reported that the at the time of suturing on a plastic surgery , several threads of biosyn 3/0 sm-822 were used and suddenly came loose during the suture leaving the needle in the skin. Four other threads used with the needle remained stuck in the patient's skin.

Manufacturer narrative:
D10 concomitant products: sm822 sm-822 biosyn 3-0 und 75cm c13 x36 - (lot#d2j1841fy); sm822 sm-822 biosyn 3-0 und 75cm c13 x36 - (lot#d2j1841fy); sm822 sm-822 biosyn 3-0 und 75cm c13 x36 - (lot#d2j1841fy); sm822 sm-822 biosyn 3-0 und 75cm c13 x36 - (lot#d2j1841fy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the time of suturing on a plastic surgery, several threads of biosyn 3/0 sm-822 were used and suddenly came loose during the suture leaving the needle in the skin. Four other threads used with the needle remained stuck in the patient's skin. When the threads came loose during suturing, the doctor had to remove the needles from the skin using the instruments used during suturing, the needle holder and claw forceps.

Manufacturer narrative:
Additional information: b5, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the needle was returned disengaged from the suture. The suture was returned wound within the retainer. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. Suture material was observed to be present in the swage, indicating the suture broke off at the swage. Functional testing found that the opened complaint device was precluded as the needle was returned already detached. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.